Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt presented with hyperextension. During the procedure it was found that the poly insert was not assembled properly. It is reported that a fair amount of metal debris was found and removed.